Event description:
Implant loss due to extraction - gingiva former broke and couldn't get removed, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone.